Event description:
It was reported that the intraocular lens (iol) was defective. No additional information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. If implanted; give date: information unknown / not provided. If explanted; give date: information unknown / not provided. First/given name: unknown/not provided. Last name: unknown/not provided. Email address :unknown/not provided. Phone: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.